Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump volume was too low. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.